Event description:
It was reported during remote follow up that the pacemaker had gone into backup mode suspected to be caused by communication with the home monitor. The device was reprogrammed and reminded implanted. The patient was stable and asymptomatic.